Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.